Event description:
Customer complained about sensor reading discrepancy. Customer reported that she experienced low blood glucose of 30 mg/dl. Customer stated that her sensor glucose reading was 300 mg/dl and she was treating according to that value and was not aware that her blood glucose level was actually at 30mg/dl. Customer stated she was not hospitalized; low blood glucose treated with glucagon shot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.